Manufacturer narrative:
The lead was returned with no reported event. Failure event observed during analysis, as received, a partial lead was returned one piece for analysis. Visual inspection found full breach outer insulation degradation adjacent to the connector boot. No other anomalies were identified.

Event description:
This report is to advise of an event observed during analysis.